Event description:
Failure of both bilateral knee arthroscopy components after only 3 yrs. Pain and bone scans indicate loosening of both components. Right: zimmer nexgen lps flex gsf mis tibial tray. Femur #e, tibia #3mm, polyethylene insert size 12mm-posterior stabilized, patella #29mm. Left: zimmer nexgen lps flex gsf mis tibial tray. Femur #e, tibia #3mm, polyethylene insert size 12mm-posterior stabilized patella #29mm.